Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00067. It was reported the patient experienced ineffective stimulation. In turn, a new drg system was implanted on (B)(6) 2020 where the ipg was explanted to use the same pocket. The penta lead remains implanted.

Event description:
Additional information indicates the patient fell shortly after implant. Troubleshooting could not resolve the issue. New system has resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.